Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2020 regarding a patient receiving lioresal (2000mcg/ml at 96.0mcg/day) via an implanted infusion pump. It was reported that a motor stall occurred on (B)(6) 2020 with a restart. The motor stopped again on (B)(6) 2020 and the patient experienced itching, return of spasticity, and altered mental status. It was noted that the pump had reached a state of tube set. The pump was sounding a critical alarm. Pump interrogation was performed as well as pump extraction and replacement. The issue was considered resolved at the time of report. There were no noted environmental, external, or patient factors that may have led or contributed to the issue. The patient's status at the time of report was alive - no injury. No further complications were reported or anticipated.